Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy and stone removal with basket procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis versapulse powersuite 80/100. According to the complainant, during the procedure, after the fiber exited the scope into the patient the physician noted that the fiber tip was damaged and cracked in a way that the energy would not fire straight from the tip. The flexiva 200 tractip laser fiber was removed from the patient and the procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip cracked and misfired. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.